Event description:
During a hand assisted colectomy procedure, there was an incomplete staple line on 2nd firing. Hand-suturing and another like device were used to complete the procedure. There was no patient consequence.